Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: tube crack a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had water leakage at the hose of the water pump delivery channel, during gastrointestinal endoscopy inspection procedure. There were no reports of patient harm.